Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have had "problems with it since the day it was put in". The patient also reported experiencing "extra beats", "dry heaves" and a "jackhammer" in their chest. It was also reported that the "bottom lead was in too far causing the diaphragm to spasm" it was noted that the spasms returned when the patient hit a "bump in the road" and it may be more "severe" than before, lasting up to a minute when "hits bumps or bends over, and even when sitting". The right ventricular (rv) lead was reprogrammed and remains in use. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.